Event description:
It was reported, an incident involving a fractured PICC line occurred wednesday (B)(6) 2024 at the hospital. A 60 year old breast cancer patient had a bard solo single lumen PICC inserted for chemotherapy on (B)(6) 2024. On (B)(6) 2024, she went to the infusion center for her chemo treatment and they reported fluid regurgitation from the insertion site when flushing. I advised them to get a doppler of the affected extremity to check for dvt, which was determined to be positive with a very large clot. Pt. Was sent to the ER where physicians decided to remove the catheter. Upon removal, only approximately 6 cm emerged of a 37 cm line. Pt. States the physician assured her she didn't pull very hard and it just "came out". Vascular surgery was notified and set up removal of retained PICC line from right upper brachial vein. Surgical removal was done (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture was confirmed. The product returned for evaluation was a section of catheter tubing from a 4 fr powerpicc catheter. The returned section was from the 5 cm to 37 cm depth markings. The hub, suture wing, and extension tubing were not returned. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a microscopic observation revealed a break with circumferential split at the 5 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.